Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/9139101 (B)(4). Other devices used: catalog #unk, unknown zimmer harris/galante shell, lot #unk; catalog #unk, unknown zimmer harris/galante liner, lot #unk; catalog #unk, unknown zimmer femoral head, lot #unk; this report will be amended when our investigation is complete.

Event description:
It is reported that two patients had transient peroneal nerve palsies.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed and compatilbity cannot be verified since the part and lot numbers are unknown. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.